Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infection"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal infection ("bladder/urinary problems: vaginal infection"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraines") and nausea ("other injuries/symptoms: nausea") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the menorrhagia, psychological trauma, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, urinary tract infection, hormone level abnormal, fatigue, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, bladder infection, bladder problems, urinary problems, vaginal discharge, vaginal infection, uti¸ hormonal changes, fatigue, migraines, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: pelvic pain, abdominal pain, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, psych injury, bladder infection, bladder problems, urinary problems, vaginal discharge, vaginal infection, uti, hormonal changes, fatigue, migraines, nausea, weight gain. Reporter information, date of birth, essure removal date, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.